Event description:
It was reported that the patient presented in clinic. The patient had received a shock due to true ventricular fibrillation, and it was observed that the right atrial lead was exhibiting noise. Noise was able to be reproduced in clinic with arm movement. Additional testing showed normal parameters. No interventions were taken. The patient condition was unavailable.